Event description:
It was reported that prior to an angioplasty procedure in the popliteal artery via the common femoral artery ipsilateral approach, the body wire was allegedly found to be deformed while inserting the balloon tip along the guidewire. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. On the visual evaluation, the scoring wire was noted to be deformed near to the distal end of the balloon and the strain relief was noted to be detached from the catheter which was not returned for evaluation. No other anomalies noted. No functional testing was performed due to the nature of the complaint. Also, one photo review was reviewed. The photo shows the balloon in deflated condition, and it was noted that one of the scoring wires was noted to be deformed near the distal end of the balloon. No other anomalies noted. As the submitted photo and returned device for evaluation confirms, the scoring wire noted to be deformed and during the visual evaluation the strain relief was noted to be detached from the catheter and not returned for evaluation. Hence, the investigation was confirmed for the reported scoring wire deformation and identified strain relief detachment. A definitive root cause for the reported scoring wire deformation and identified strain relief detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.